Event description:
It was reported that the wire has gone smoothly with no issues but when we go to thread the catheter, the catheter almost buckles and crinkles up. We are in the vein but the catheter wrinkles up. When they went to safety the catheter the needle wouldn't safety or retract and they were unable to remove the device after troubleshooting. States a doctor had to come remove the device from the patient's arm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.